Event description:
Related manufacturer report numbers 3006705815-2022-01485, 3006705815-2022-01486, 1627487-2022-01583 and 1627487-2022-01584. It was reported that the patient experienced an infection. In turn, surgical intervention was undertaken wherein the system was explanted. The infection has since resolved.

Manufacturer narrative:
Date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. Production records pertinent to packaging and sterility were reviewed for the returned product and no nonconformance's were found. The returned ipg successfully communicated with all lab utilities and there were no anomalies identified that would have existed prior to explant that could have contributed to the reported issue.